Manufacturer narrative:
Updated fields: brand name, unique identifier (UDI) #, version or model #, catalog #, PMA/510(k)#. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that the retainer did not come off the intra-aortic balloon (iab) once it was removed from the t-handle. This was realized by the surgical team when they tried to insert the iab and noticed that the plastic retainer portion of the t-handle was still covering the catheter and they were unable to insert it in the patient. This iab was subsequently removed from the surgical field and a new iab was placed without complication. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: chief of perfusion. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Manufacturer narrative:
Complaints associated with difficult/unable to remove iab from t-handle are related to difficulty removing the iab from the t-handle or the t-handle retainer did not come off upon removal. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with difficult/unable to remove iab from t-handle, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.